Manufacturer narrative:
(B)(4). Date sent: 6/09/2026 d4: batch #707d76 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and an ecr45d reload no loaded on the device. The reload was received fully fired, with the pan detached from the reload and it was not retuned for analysis. The device was returned with a non-working firing mechanism and no further functional test could be performed due to the condition of the device. Upon disassembling, the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. It is possible that handling by the customer could dislodge the pan, with dislodgement as a result of the removal of the reload from the device being the most likely scenario. The motor wire disconnected is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 707d76, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #a98l6p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.